Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found low spontaneous tidal volume errors in the ventilators memory logs, there was no presence of high peep alarms. The se performed calibrations and adjusted the alarms during test run. The alarms went off when they were supposed to and did not alarm when they were not supposed to. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a constant low volume and high peak end expiratory pressure (peep) alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.